Event description:
Complainant alleged that the medics were monitoring a 64 year old male pt, who they were transporting from one facility to another facility, but that the screen display failed 15 minutes out from the first facility. The medics changed the device batteries, but there was still no screen display. The medics hit the device with his hand and the display returned. The medics then paced the pt and gained capture of the pt's heart rate, but then the screen display went blank again. The clinicians were able to successfully pace the pt by observing muscle twitching and by checking the pt's pulse. Also, the clinician tried to print a recorder strip, but the device recorded did not print the pt's heart rhythm during the event. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.